Event description:
Pt had IV in hand to infuse fluid. Was in for some time, and when it was removed most of cannula stayed in the hand. Had to have surgery to remove. No problems from the surgery and pt is now fine."